Event description:
The nurse assisting a (B)(6) male patient contacted zoll lifecor customer support service to report that the device keeps alarming him to adjust the belt. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt was found to have a shorted component. The transient voltage suppressor (component v2) located on the electrode belt's ECG pca board was shorted, causing the -5v line to be pulled to ground. The root cause of the shorted component cannot be positively identified, but was likely random component failure. The internal short caused the adjust belt messages. The root cause of the shorted line cannot be positively identified. No adverse event resulted from the damaged belt. The patient received a replacement electrode belt.